Manufacturer narrative:
The unit was not available to the manufacturer for evaluation as stated in the information provided since it was discarded by the customer. Therefore, the claimed condition was not confirmed. Discarded by customer.

Event description:
It was reported that the interpulse handpiece with coaxial bone cleaning tip came apart during set up for a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the interpulse handpiece with coaxial bone cleaning tip came apart during set up for a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation is completed. Not yet received by manufacturer.